Event description:
Procedure type: low anterior resection. According to the reporter: the ceea31 was fired and there was no cut . The handle and anvil were unloaded and removed. The anvil was not bent and there was no donut tissue. The surgeon resected tissue with a 60amt and created an anastomosis using the ceea31 without problems. The procedure time was extended for four hours. No adverse event was reported as a result of the delay in surgery. The tissue was not thick or stiff. There was unanticipated tissue loss. Blood loss was less than 500 cc. No reinforcement material was used. Last known patient status: improving.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).